Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt ECG electrodes were non functional.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause of the failure was isolated to a cut along the ECG a and b cable that severed the red (-5v) wire. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.